Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1927pst-475 peek corkscrew ft anchor broke during insertion. The case was completed using another ar-1927pst-475 peek corkscrew ft. This was discovered during an rcr procedure on (B)(6) 2023. The patient was not harmed. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image submitted from the field, it is evident that the screw was broken into two pieces. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying and levering the screw during insertion.

Manufacturer narrative:
Correction: d2a.